Manufacturer narrative:
The components of the kit were inspected. The components were all found to appear defect free and without damage, with exception of the spoon retractor. The spoon retractor rail was found to be dethatched from the spoon retractor shaft. The spoon and rail were reassembled and inspected to identify the damage that caused the separation between the components. It was observed that the proximal end of the rail fit appropriately into the handle of the retractor spoon. On the distal, spoon end, it was observed that the two tabs extending from the rail that engage into the proximal end of the spoon were missing, and the areas where the tabs were supposed to be were malformed. The retractor spoon was found to be damage and defect free. A review of the DHR did not identify any deviation or non-conformity relevant with the case. The investigation confirmed the reported event. The failure is ascribable to a molding defect during the manufacture of the retractor rail. This component is supplied by an outside manufacturer. To prevent reoccurrence, a supplier quality notification has been issued. As this is the unique event in the last 12 months and the risk associated to this type of event is acceptable, no other corrective action will be undertaken livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
Patient information was not provided. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The involved device has been received at livanova USA inc for investigation. Investigation is ongoing. If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report.

Event description:
Livanova USA inc has received a report that, during a procedure using a endoscopic vein harvesting system, the spoon broke off in the patient's leg. The part was retrieved. There is no report of any patient injury.